Event description:
A surgeon reported that a memory lens iol implanted in the left eye of a female pt has a biofilm formation. Prognosis unk. Visual acuity reported as 20/25-1 at 2005 visit, current acuity 20/30-1. Next visit scheduled for 2007. No further information has been provided.

Manufacturer narrative:
The device history records and sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured before april 2000 and underwent a modified (buffered tumbling) process during its manufacturer. The method of manufacturer was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial numbers that correspond to the use of the modified (buffered tumbling) process.